Event description:
It was reported that dissection occurred, requiring medication. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm swing point with 5.64 mm reference vessel diameter, 46.58 mm length and 67 % stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm balloon with residual stenosis of 21%. The target lesion was treated with 6 mm x 80 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was noted to be 21%. On (B)(6) 2025, index core lab angiography finding revealed that the target lesion was located in the anastomosis and swing point with 6.5 mm reference vessel diameter, 39.29 mm length, and 63.08% diameter stenosis. After pre-dilatation, no complication was noted. After test device usage type c dissection was noted, and the diameter stenosis was noted to be 17.24%. There was no definitive thrombus noted. No dissection was noted after pre-dilatation and test device treatment. Post index procedure, avf functional assessment revealed flow volume (fv) of 430 ml/min, resistance index (ri) of 0.68, systolic blood pressure of 171 mmhg, and diastolic blood pressure of 75 mmhg. Post procedure, the subject was advised to continue ongoing anti-coagulant medication therapy.

Manufacturer narrative:
A2 - age at time of event: 78 years old at the time of enrollment. E1 - initial reporter phone: (B)(6).